Event description:
The charger port on joystick is allegedly burnt on one prong. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model r51lxp, (B)(4) is approximately 6 years 4 months old. The owner's manual part number 1106645 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Replacement parts have been ordered and will be shipped to the technician to make the necessary repairs.